Event description:
It was reported that tandem mobi pump generated cartridge alarm during use. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm, asked caller to remove cartridge and deliver 9-unit bolus with explanation that insulin on board would be affected, but caller declined further troubleshooting and requested cartridge replacement, which was arranged.